Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, syncope and was feeling intermittently symptomatic. The right ventricular (rv) lead exhibited high impedance, loss of capture and a polarity switch. It was also noted that the implantable pulse generator (ipg) moved slightly. The rv lead was reprogrammed and remains in use. The ipg remains in use. No further patient complications have been reported as a result of this event.